Manufacturer narrative:
The respironics service tech was unable to duplicate the reported problem, but reported there were diagnostic codes found in the ventilator log history that, indicated a loss of gas supply which will affect the function of the ventilator. The service tech replaced the air valve. The service tech performed extended self testing (est) and performance verification testing, and all tests passed per operating specifications.

Event description:
The customer reported the ventilator alarmed, with an air source fault during use. The ventilator diagnostic log indicated, the ventilator then had a loss of oxygen source. The customer reported there was no pt harm.